Manufacturer narrative:
Date of event ¿ estimated. Treatment/therapy start date - estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient with an unknown implanted abbott stent, presented to their dermatologist with signs of allergic reaction. The dermatologist assumes a connection to the materials of the implanted stent (cobalt for example). The kind of allergic reaction or symptoms are unknown. No additional information was provided.